Event description:
It was reported that the patient was found deceased by a family member. Device interrogation at the funeral home showed no recent vt/vf episodes. Recorded induction test revealed that the device successfully detected and converted the patients arrhythmia two months previous. The device recorded two non-sustained rv oversensing episodes about thirty minutes prior to the patient being found. Review of the electrogram revealed intermittent undersensing on the v sense amp channel due to variable r-wave amplitude. The patients rhythm was also varied. Based on the programmed settings, the device did not detect the arrhythmia in the vt zone.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.